Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2014) device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the reported error could not be reproduced. No error 2, error 4 or unknown error messages were observed during testing. The customer¿s test strips have also been returned to lifescan on (B)(4) 2014; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. If lifescan obtains any additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 ¿ (08/18/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted when the test strips were found to have results lower than -50% of the control solution when tested with control solution. Tertiarily, the test strips were evaluated and found to be misclassified by the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.